Event description:
It was reported that there was a loss of therapeutic effect. It just stopped helping and it was ¿not cutting it anymore.¿ the patient never had a managing doctor and never discussed reprogramming options or met with anyone to see what the options would be. He thought at this point he just wanted it removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that their pain was back and they wanted to see about getting their device removed. The pain was in the patient's back and legs. The device was no longer effective. The patient had tried increasing the stimulation and having the device reprogrammed. The patient was indicated for spinal pain.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).